Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, customer¿s blood glucose level displayed "high". Customer resolved elevated glucose level via manual injection and correction bolus then reverted to an alternate method of insulin therapy.